Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation records received. Litigation alleges debilitating pain, injury, discomfort, suffering and emotional damage (B)(6) 2020: pfs indicated the test for cobalt-chromium were below 7 ppb. After review of medical records, the patient was revised for bearing wear and secondary reaction. Operative note reported that patient leg length was increased and note to have a minimal bone loss. Updated the details of the impacted product. Added medical history, revision date, account name, surgeon, event date and concomitant products. Also updated patient initials, health impact and clinical symptom codes. (B)(6) 2021: after review of medical records, it was indicated that the patient complained of pain, instability and clicking. Lab results for metal ions were provided and it was above 7, however the collection date of the latest result and values were noted provided. The stem has been added to the complaint. Added patient age, medical history and relevant lab results. Doi: (B)(6) 2009; dor: none reported; left hip.